Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.